Manufacturer narrative:
No additional information is available. If additional information becomes available the report will be updated at that time.

Event description:
It was reported that the right ventricular (rv) lead exhibited an increased threshold measurement. An x-ray was taken which noted the helix on the lead may not be fully retracted. It was thought that the active helix portion that was retracted had become dislodged from the tissue, thus dislodging the lead from its original position. A revision procedure was scheduled for a future date. At this time the rv lead remains in service and no adverse effects were reported.